Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer was unable to read the screen of insulin pump. Customer stated that there was crack on the battery compartment and a dot on the screen which was growing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment and missing segments/partial display found on aug 17, 2021. Device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Device was also received with a missing segments/partial display. Device failed the self test due to missing segments/partial display. Device passed the displacement test. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No corrosion or moisture damage found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba1 was installed in a test lcd board and original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. No missing segments/partial display noted. Missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label missing and a end cap address label missing. A cracked retainer and a cracked reservoir tube lip were confirmed. Cosmetic damage was confirmed at the battery compartment. Missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.